Event description:
It was reported that the patient had two quad leads implanted in the cervical area and one octad lead implanted in the thoracic area. Sometime during the week prior to the report the patient¿s implantable neurostimulator (ins) migrated upwards about ½ to 1 inch past the incision line. There was no fall or trauma associated with the event. When the patient would turn their stimulation on at 2v or higher they would feel stimulation at their pocket site. The issue only occurred with the cervical lead in the 0-7 electrode port. The patient felt appropriate stimulation except for the pocket stimulation. The octad lead in the 8-15 electrode port provided appropriate stimulation. A manufacturer representative had turned the stimulation off and palpated the area. Impedance testing had been done at 3v about 6 times and all those times the impedance tested within normal limits. The patient did not have a >50% symptom reduction. The manufacturer representative suspected connection issues with the extensions due to the ins migration. X-rays were taken. The patient was getting effective therapy at the time of the report but the cervical lead distributed stimulation in the battery pocket at higher voltages. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead product ID 97791, lot# n420088, implanted: (B)(6) 2014, product type: accessory; product ID 3487a-56, lot# va0a1ny, implanted: (B)(6) 2014, product type: lead; product ID 3487a-56, lot# va06ell, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97791, lot# n420088, implanted: (B)(6) 2014, product type: accessory. Product ID 3487a-56, lot# va0a1ny, implanted: (B)(6) 2014, product type: lead. Product ID 3487a-56, lot# va06ell, implanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient was feeling shocking related to the event. The shocking subsided after the extension was replaced. The patient recovered from the replacement surgery without sequelae.

Manufacturer narrative:
Analysis of the extension (serial # (B)(4)) found no anomaly.

Event description:
It was reported that the patient's extension had gone bad at the implantable neurostimulator (ins) connector point. The extension was replaced on (B)(6) 2014 and the patient was doing great since the replacement with no issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.